Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding, (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received : reporter added, patient demographic updated, essure insertion date updated, events added- abnormal bleeding (vaginal, menorrhagia), device monitoring procedure not performed. Events onset date, events severity added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.